Event description:
The user describes a potential communication between the inner lumen with the outer lumens of the tubing. The user noted that the fluid in the reservoir tank of the warmer decreased during the IV infusion to the pt. They stopped the IV infusion and tested the product by closing the clamp of the fluid bag. The user noted that fluid continued going out from the pt end of the tubing infusion set.